Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one sample was submitted for quality investigation. The customer complaint of foreign matter was verified by visual inspection. Evaluation of the sample received revealed that the drip chamber spike of the infusion set had a brown foreign matter substance on it. A device history record review for model 11448964 lot number 21053158 was performed. The search showed that a total of 17,283 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is that the result of the assembly of the drip chamber and the manufacturing facility. Previous investigations for the same failure mode have determined a root cause that the brown foreign matter material is grease used during the manufacturing the drip chambers. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that mold was found on the bd alaris¿ secondary set when opening it from the packaging. The following information was provided by the initial reporter: "moldy substance on the bag spike when opened."